Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found premature battery depletion. The device was returned in original sterile packaging and analyzed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. A longevity assessment was performed based pre-implant requirements for an ellipse device; it showed the battery was depleted prematurely. Electrical tests revealed that the premature depletion was caused by high current draw; the root cause of the high input current is a hybrid anomaly.